Event description:
Report rec'd of approximately ten incidents involving the same pt where the filter on the IV administration sets "would not catch the air bubbles in the tubing". The sets were from the same list and lot. The incident first occurred in 2001. The additional incidents occurred at an unspecified time. The customer reported it was a learning issue. The pt was taught to prime the tubing for self adminitrating of tpn, but continued to experience problems with air in the tubing. It was reported that there was no harm to the pt or adverse pt event. The sales representative provided the customer with an inservice on priming the tubing sets. Subsequent to the inservice, there have been no further problems reported. Although requested, no further info available.